Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was isolated to a broken orange (+5v) wire at the trunk cable connector. The belt was unable to pass falloff testing. The root cause for the broken +5v wire was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's cable was damaged.